Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report # 1627487-2013-00053 and 1627487-2013-00055. The pt ((B)(6)) is currently implanted with four percutaneous leads from three different lots. It was reported the pt has experienced a change in stimulation and is currently unable to utilize some of his programs. One of the pt's leads is reportedly causing painful stimulation in the buttock area. In addition, a recent diagnostic test revealed invalid impedance measurements for one of the pt's leads which inhibits stimulation coverage his leg. A decision regarding the next course of action in this matter has not been reached.